Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system does not turn on. Upon troubleshooting, fse found the cause of the problem was a defective power supply on the pcb. To resolve the issue, the fse replaced the power distribution unit (pdu) fantray and direct current power supply (dcps). Also, the hospital installed an external uninterruptible power supply (ups), and the system was reconfigured. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
Petición y sustitución material initial report text: it was reported to philips that the system does not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.